Manufacturer narrative:
(B) (4).

Event description:
It was reported that a pump alarm was heard and also confirmed by telemetry. The alarm was a non-critical alarm which was due to low reservoir volume of 0 ml reached. The pt was in the hospital and had an unspecified infection. The hcp did not want to refill the pump for a few days until the infection cleared up. No other info was available at the time of this report.